Event description:
The generator underwent product analysis and a pulse disabled message was observed. The generator performed according to functional specifications. The voltage was noted to be at 1.89 v on (B)(6) 2020 (day after the event) which indicates the generator was in a high current state which aligns with the use of electrocautery during implant. There were no additional adverse functional, mechanical, or visual issues identified with the returned generator. A voluntary medwatch was received (# - mw5094853).

Event description:
It was reported that during surgery the generator was interrogated and the battery showed end of service. The generator was not stored in an overly hot or cold environment. The generator was not interrogated before being removed from sterile packaging. The surgeon stated he did not use electrocautery near/on the device. A review of device history records revealed that the generator passed quality control inspection prior to distribution. Review of the tablet data indicated the generator experienced a brown-out reset caused by a quick voltage drop and confirmed the battery was depleted. No additional information has been received to date.